Manufacturer narrative:
Correction: section a1 - patient identifier should have been (B)(6).

Event description:
It was reported, that high pacing and high defibrillatory impedance was observed, on the right ventricular (rv) lead. The rv was extracted and replaced. The patient was stable before, during and after the procedure.